Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a procedure was performed using an sb3 capsule. A patency capsule was not used. The study showed a distal small bowel ulceration and it appeared that cecum had been reached. In (B)(6) 2016, the patient was admitted to another hospital with sepsis and required ventilation. At this time, the retained capsule was identified using imaging. The physician spoke to the family again in (B)(6), and the patient had recovered from the sepsis. The family had consulted with two institutions regarding how to manage the retained capsule, and a surgeon at another hospital attempted to remove it surgically. Reportedly, there were significant adhesions from the prior surgeries and the small bowel was friable, resulting in multiple perforations, so a partial small bowel resection was performed and the procedure was abandoned without retrieval of the capsule. The patient is currently at home, has recovered from the surgery and sepsis, and is doing well.